Event description:
Customer reported to beckman coulter, inc. (Bec) that the there was a blue color leak under the coulter lh 750 hematology analyzer. Customer reported that they were unable to locate the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified the leak was coming from the peltier module. The peltier module is responsible for heating/cooling retic clearing reagent. The fse replaced the peltier module and resolved the issue.

Manufacturer narrative:
(B)(4).